Manufacturer narrative:
The service actions performed by the field service engineer as part of the preventive service maintenance resolved the issue. No further issues were reported afterward. The investigation determined that the issue was related to service maintenance (adjustment-related). The cause of the event could not be determined.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The customer mentioned having had some qc issues on hba1c recently. The preventive maintenance was last performed in may-2024 and the monthly maintenance was performed on 01-jun-2024. Qc was acceptable on the day of the event. The field service engineer (fse) checked the instrument and found no issue. He checked the rinse tubing for leaks, bleached the waste valves, checked nozzles, and replaced squeegees. The fse checked the samples probe, and reagents probe and found gel in one quadrant and replaced it. He replaced and adjusted the gear head and checked the cuvette volumes for water and detergent. The customer performed qc and it was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant hba1c results from 1 patient with 2 sample tubes drawn on the same day during the same blood draw and tested on a cobas 6000 c501 module. Initial result: 6.00 %. Repeat result: 5.43 %. The results were reported to the physician and by the time the physician questioned the results, the samples had been discarded. Therefore, the samples were not repeated. It is unclear which result is considered to be the correct result since the patient's clinical history is inconsistent.